Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the device on site. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations, including the lower overflow tubing and the overflow bottle, indicating that the lower overflow tubing was pinched off and tied upwards with water still inside. The units are still in use at the facility. The investigation is ongoing including follow-up to identify what actions have been taken. A supplemental report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Llivanova (B)(4) conducted an investigation on the heater-cooler system 3t which had tested positive for mycobacteria. The complaint is confirmed. The outer and inner parts of the heater-cooler systems residuals and biofilm were found in the lower overflow tubing and the overflow bottle. Based on the obvious biofilm in the water circuits of the devices inspected it was concluded that the users have not strictly followed the cleaning and disinfection instructions according to the IFU. Heater-cooler system 3t tested positive for mycobacteria. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue.